Manufacturer narrative:
The investigation has determined that a lower than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system. A definitive assignable cause for the discordant lower than expected vitros tsh result could not be determined. Based on historical quality control results, a vitros tsh lot 7145 performance issue is not a likely contributor to the event. Additionally, precision testing of the vitros xt7600 integrated system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The presence of a sample specific interferent cannot be completely ruled out as contributing to this event. The physician initially requested the sample be tested neat and after treatment with a heterophilic blocking tube. Therefore, it was assumed that the physician must suspected the presence of a sample interferent. Per the vitros tsh instructions for use: heterophilic antibodies, certain drugs and clinical conditions and thyroid hormone autoantibodies in samples may cause interference with this test. Additionally, biotin interference cannot be completely ruled out as a possible contributor to this event as it was not possible to establish if the patient was in receipt of supplements containing biotin. Per the vitros tsh instructions for use, specimens with biotin concentrations greater than 2 ng/ml falsely decrease tsh results for patient samples. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7145.

Event description:
The customer contacted ortho to report that a lower than expected tsh result was obtained from a single patient sample when using vitros immunodiagnostic products tsh reagent on a vitros xt7600 integrated system. Vitros tsh <0.015 miu/l versus expected 0.480 miu/l (siemens tsh method) biased results of the direction and magnitude observed could lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros tsh patient result was reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / reportability assessment (B)(4).